Event description:
In 2008, the patient's mother reported that the patient's infusion device was not functioning. She stated that the patient visited his physician 2 weeks ago and he stated that there was moisture inside the infusion device. The patient's physician performed "testing" on the infusion device and determined it was not working properly. The patient has been using his backup infusion device since that time. The primary infusion device had not been submerged in water, nor does he wear it while showering or swimming. The mother was unable to provide detailed information. No physiological effect were reported. The patient did not require medical assistance from a healthcare professional of second party to address the issue. Product was replaced and requested to be returned for evaluation.